Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-apr-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 4.1 and drawer 4.2 continued to fail as not detected on the bus. A field service engineer (fse) tested the station through the hardware test application, checked the light emitting diodes, removed cubies to inspect for debris, reseated all cables, and cleaned under a row board tray after finding a broken vial to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawers 4.1 and 4.2 were continued to fail as not detected on bus message. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.